Event description:
On november 14, 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter displayed an inaccurately high result compared to their feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that on (B)(6) 2018 at 4:00am, the patient obtained an alleged inaccurately high reading of ¿195 or 196 mg/dl¿ on the subject meter, compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The reporter stated that the patient manages her diabetes with an insulin pump and explained that she did not take any action in response to the alleged inaccurate results. The reporter stated that the patient did not develop any symptoms in response to the alleged product issue, and that on (B)(6) 2018, between 1:00am and 2:00am, emergency medical services (ems) were contacted. The reporter stated that a blood glucose test was performed on the ems meter and the patient obtained a reading of ¿27 mg/dl¿ at 2:00am and the patient was treated by a healthcare professional with intravenous glucose. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The csr noted that the test strips were within expiry and had been stored correctly. The csr walked the reporter through a control solution test and the result was not within the specified range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining inaccurate results using the subject meter.